Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was bent approximately 138.0 cm from the proximal end. The introducer sheath was removed from the pusher assembly and ovalized approximately 58.0 and 59.0 cm from the proximal end. The coil was detached from the pusher assembly with the proximal constraint sphere and a fractured segment of the sr wire present in the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that the introducer sheath was ovalized. This type of damage typically occurs due to improper handling during use. If a rotating hemostasis valve (rhv) is over-tightened, or if the introducer sheath is manipulated forcefully during use, damage such as this may occur. The ovalized introducer sheath may have contributed to the resistance experienced by the physician. Further evaluation revealed the sr wire was fractured and the embolization coil was detached from the pusher assembly. This type of damage typically occurs due to forcefully manipulating the ruby coil against resistance. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician had difficulty advancing the ruby coil through the orange sheath; the ruby coil became stuck and it was removed. The ruby coil did not advance out of the orange sheath and never entered the patient's body. The procedure was completed using 10 new ruby coils. There was no report of an adverse effect to the patient.